Event description:
It was reported that the patient was changing the batteries in the programmer, but was having trouble feeling stimulation all of the time. The device was interrogated. The voltage was at 2.5 volts and there were impedances of greater than 4,000 ohms on two contacts. They increased the intensity of the stimulation and instructed the patient that the stimulator could be nearing elective replacement indicator (eri)/end of service (eos). The patient should ask the healthcare provider (hcp) for a referral for replacement if the stimulator stopped working. Actions required as a result of the event was reprograming. Impedance testing was done. Patient status at the time of the report was alive, no injury. There was a patient symptom or complications associated with the event which included less than 50% therapy relief at the legs. No eri/eos had occurred. There was no date for replacement yet and no further information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3998, lot# j0454565v, implanted: (B)(6) 2005, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. (B)(4).